Manufacturer narrative:
(B)(4). Device eval summary: the batch (B)(4) was released by qc according to defined specifications. All the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The actual cause of the event is then impossible to determine.

Event description:
The initial report was received from the pt. The pt experienced pain, numbness, discoloration, swelling in the nose, cheeks, and right side of the face, after injection with juvederm (concentration and volume unk) to the nasolabial folds. The pt noted that the physician thought it may be a nerve that was nicked, and the physician prescribed a small amount of muscle relaxers. Two days after injection, the pt stated the crease by the nose was black and was starting to bleed on the outside of the face. The pt reported later developing a scar. Further follow-up with the physician noted the pt was treated with juvederm ultra with lidocaine and radiesse to the nasolabial folds and the oral commissures. The doctor is not sure if the juvederm or the radiesse caused the symptoms, but stated it was felt the pt had experienced an arterial event. The physician reported the pt initially experienced numbness on the right side, no pain, and the skin appeared normal. Three days later, the pt presented with necrosis to the right lateral nose. The pt was then treated with nitropaste, tropical bactroban, cipro and an antiviral. Subsequently, the pt has been prescribed massage at the site, laser treatment, and cell fill. The pt currently has hypertrophic changes to the right nasoalar region.